Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery, unable to confirm e70 error alarm due to history file overwritten with a47 alarms due to a corrupted history file also, unable to verify a35 alarm due to motor error alarm. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. Also, the insulin passed self test, a21 error test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor sensor error. Customer indicated that their blood glucose was greater than 200 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.